Event description:
User facility reports one pt who had two treatments where clotting occurred in the extracorporeal circuit. In each case a portion of the patient's blood was not returned resulting in ebl=100 cc and ebl=50 cc. The bloodlines were discarded. No pt injury or need for medical intervention is reported. No root cause for these events could be determined; a contributing factor may be a low heparin dosage in one treatment and no heparin administered in the other treatment.